Event description:
Patient reportedly has found lumps in armpit, rupture confirmed with ultrasound and mammogram scans, and "they are leaking into the lymph glands." Affected side is right. The device remains implanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; lumps in armpit/they are leaking into the lymph glands.